Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation it was discovered that the belt was unable to pass incoming testing. Upon investigation, the electrode belt failed incoming functionality testing, specifically the te recognition test. The cause for the failure was isolated to an open pulse wire in the front te cable. The root cause for the open pulse wire was physical abuse. There is no indication that the belt malfunction caused or contributed to the patient death event.

Event description:
A us distributor returned electrode belt sn (B)(4) during an evaluation of a patient death. During servicing, a reportable device malfunction was discovered.